Manufacturer narrative:
Service was dispatched on (B)(4) 2011, for this event. The field service engineer (fse) discovered and replaced a bad cpu board. The fse verified all repairs per the established procedures and all results met the published performance specifications. The instrument has all appropriate safety ratings. Hardware is the root cause for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) connection errors on unicel dxi 800 access immunoassay system after series of storms in the area. Bec customer technical support (cts) instructed the customer to reboot the instrument. Upon reboot the customer noted an electrical burning smell coming from the instrument. Cts had the customer power down, unplug the instrument and wait for service. There was no report of flames or fire, and no injury to user or field service engineer. There is no indication that the fire department was dispatched. There were no false results generated and therefore no clinical impact.